Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the healthcare facility received a significantly lower reading (40 mg/dl) when compared to a higher laboratory result (180 mg/dl). When the alleged results were plotted onto a clark error grid, they fell into the "c" zone which is considered to be clinically significant. There was no report of death or serious injury. No mis-treatment associated wtih the event was reported by the hospital facility's report of the incident.